Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case "comparison of clinlcal resul_ts betw een hlgh-flexion and standard cruclate-stabling prostheses in total knee arthroplasty¿. Authors: hong hangang ,song yuchen et al.. In this study there were 144 patients bearing genesis ii knee prosthesis: high flexion and common. It was reported that a patient suffered from poor healing of incision two weeks after surgery. The incision healed after debridement and then closure again.